Event description:
Additional information received from the manufacturer representative indicated the cause of the over dose symptoms was unknown, but it was suspected they were due to the catheter kink. Interrogation reports were no available for return.

Manufacturer narrative:
Information referenced the main component of the system and other applicable components are: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2016, product type: catheter. The pump ((B)(4)) was returned for analysis. Analysis of the pump found no anomaly with the device. The catheter segments ((B)(4) and (B)(4)) were returned for analysis. Analysis of the catheter found no significant anomaly.

Event description:
Information was reported by a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg/ml at 300.3 mcg/day) from an implanted pump. The indication for use was intractable spasticity and cerebral palsy. The patient's concomitant medications included dulcolax, gabapentin, zyrtec, prevacid, melatonin. On (B)(6) 2016 the system was explanted. It was reported that "at some point" the patient had reported overdose symptoms to their managing hcp. However the event date was reported as in (B)(6) 2016. The environmental/external/patient factors that led or contributed to the even were that the patient had a long coil of the catheter in the spine pocket and the patient was wheelchair bound with severe spasticity. The diagnostics done included a dye study where no dye was seen in the cerebrospinal fluid (csf). It was also noted that there had been no motor stalls. The hcp had decided to replace the entire system instead of just the catheter. During the surgery when the sutureless connector was removed there was no csf or drug. When the spinal incision was opened a long coiled and spliced catheter was seen. The hcp dissected and uncoiled and there was spontaneous csf flow which was indicative of a catheter kink. It was noted that it was suspected that the pump was "ok" but the catheter was kinked which disrupted therapy. The patient's family wants the pump and catheter examined. It was also noted that the managing hcp was never confident of the catheter length (which was accurate) because it seemed long. The issue was resolved at the time of the report and the patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.